Event description:
It was reported that after implant, the pump was filled with baclophen, and no antiseptic effect occurred. The side port could be flushed freely, but the pump's flow rate was decreasing. The pump was explanted without any pt complication.